Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient in basic evaluation. It was reported that after the patient had the evaluation done, they felt pain, light headed, dizzy and passed out.